Event description:
Precision xceed pro glucometer strips lot# 4c265h were not working on glucometers. After scanning, it stated "invalid strip" on multiple devices. Other lot numbers are working on glucometers.